Manufacturer narrative:
Additional manufacturer narrative/corrected data - date of event received additional information from physicians office. Patient underwent surgical conversion on (B)(6) 2019. The procedure was successful. Cultures were taken that confirmed infection.

Manufacturer narrative:
Date of event - updated based on information obtained from the physician's office.describe event or problem - event updated with information obtained from the physician's office.

Event description:
On (B)(6) 2018, this 51 year old female patient underwent computed tomography at an outside facility for a suspected kidney stone, at this time an aortic leak was identified. The patient was then transferred to another outside facility and underwent abdominal aortic aneurysm repair with a gore® excluder® aaa endoprosthesis. On (B)(6) 2019, the patient was readmitted to the same facility with back pain. Blood and urine cultures were negative, but the patient had recently received antibiotics for a urinary tract infection. Imaging identified a left psoas abscess. On february 3, 2019 the patient was transferred to the university of tennessee for a higher level of care. On (B)(6) 2019 percutaneous needle aspiration of the left psoas abscess retrieved 1 cc of purulent fluid, at which time burkholderia cepacia was identified from the culture. On (B)(6) 2019, the graft was explanted and reconstruction was performed. Despite multiple requests, medical records, operative reports and laboratory reports have not be made available to gore. In addition, the device was not provided to gore for analysis.

Manufacturer narrative:
Concomitant medical products: plc141000/17866169, UDI: (B)(4); pll161407/18016346, UDI: (B)(4); pll161407/18407611, UDI: (B)(4).

Event description:
On (B)(6) 2018, this patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2019, the patient was admitted to the (B)(6) medical center for a suspected aortoiliac stent graft infection and left psoas abscess. A CT guided aspiration of a paravertebral fluid collection was performed, which grew burkholderia. The patient is currently on antibiotics.